Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had a stripped battery cap at coin slot, cracked battery tube threads, broken belt clip slot, minor scratched display window, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The insulin pump was received without belt clip. Analysis was unable to verify damage to belt clip.

Event description:
The customer reported via phone call that the insulin pump had damage on the top of the battery compartment. The customer's blood glucose was 66 mg/dl at the time of incident. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.